Manufacturer narrative:
Review of the clinical files did show evidence of the device not charging to the selected energy. However the reported malfunction could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The processor/ bridge/ pace board was replaced as a precaution. It is important to note, the batteries used during this event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device inappropriately failed to charge and displayed a "charge abort" message. The complainant alleged the charge button was pressed again and there was a long delay until the device charged to 200 joules and successfully shocked the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.